Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error message 32100 appeared several times and could not be recovered. The patient side cart boom and cart drive were disabled to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse made mechanical/electrical adjustments to the platform axes controller and the axis 4 set up structure brake to correct reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 32100 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by performing electrical/mechanical adjustments to resolve the reported problem.